Event description:
It was reported that patient death occurred. During a stroke prevention watchman left atrial appendage closure (laac) procedure, a versacross connect access solution rf wire and dilator were selected for transseptal access. During positioning prior to transseptal puncture (tsp), the physician positioned too low on the septum and was advised by the clinical specialist to return to the superior vena cava and reattempt positioning using the wire; however, this recommendation was not followed. The echo cardiologist also cautioned that the needle orientation appeared directed toward the aorta. Tsp was subsequently performed.after puncture, an attempt was made to advance the versacross wire into the left upper pulmonary vein (lupv), but visualization was lost on echocardiography. Although the wire appeared to be in position, the physician removed the versacross wire and replaced it with a standard 0.035-inch j-tip wire against the clinical specialist's advice. A pre-existing pericardial effusion of approximately 10 mm was present before the procedure and following tsp the effusion began to enlarge to more than twice its original size. As the effusion increased, hemodynamic compromise developed and dropping pressures. The anesthetist, clinical specialist, and echo cardiologist recommended pericardiocentesis, but no immediate intervention occurred. Cardioversion was performed, the patient's pressures dropped to near flatline, prompting CPR. A pericardial drain was eventually placed with autotransfusion, yielding dark red fluid. The watchman procedure was aborted without device deployment.the patient was transferred to surgery, where findings included a hematoma near the aorta, a hematoma on the posterior wall of the left atrium, and bleeding into the right chest cavity. Surgical repair was performed. The complication profile included pericardial effusion, cardiac tamponade, suspected perforation, hemorrhage, hemodynamic collapse, cardiac arrest, and death. The patient did not recover following surgery and died the following day.no device malfunction was identified with the trusteer access system or versacross connect devices. An autopsy is pending; however, the implanting physician indicated that a perforation occurred through the posterior wall of the left atrium. Procedural factors may have contributed, including not leading with the versacross wire when re-engaging the svc, removing the versacross wire against recommendations, and substituting a standard j-tip wire while positioned near the left atrial back wall. It is suspected that removal of the versacross wire may have allowed the trusteer sheath to advance forward, potentially causing the perforation. The patient's death occurred within 24 hours of the procedure and was reported the following morning.

Event description:
It was reported that patient death occurred. During a stroke prevention watchman left atrial appendage closure (laac) procedure, a versacross connect access solution rf wire and dilator were selected for transseptal access. During positioning prior to transseptal puncture (tsp), the physician positioned too low on the septum and was advised by the clinical specialist to return to the superior vena cava and reattempt positioning using the wire; however, this recommendation was not followed. The echo cardiologist also cautioned that the needle orientation appeared directed toward the aorta. Tsp was subsequently performed. After puncture, an attempt was made to advance the versacross wire into the left upper pulmonary vein (lupv), but visualization was lost on echocardiography. Although the wire appeared to be in position, the physician removed the versacross wire and replaced it with a standard 0.035-inch j-tip wire against the clinical specialist's advice. A pre-existing pericardial effusion of approximately 10 mm was present before the procedure and following tsp the effusion began to enlarge to more than twice its original size. As the effusion increased, hemodynamic compromise developed and dropping pressures. The anesthetist, clinical specialist, and echo cardiologist recommended pericardiocentesis, but no immediate intervention occurred. Cardioversion was performed, the patient's pressures dropped to near flatline, prompting CPR. A pericardial drain was eventually placed with autotransfusion, yielding dark red fluid. The watchman procedure was aborted without device deployment. The patient was transferred to surgery, where findings included a hematoma near the aorta, a hematoma on the posterior wall of the left atrium, and bleeding into the right chest cavity. Surgical repair was performed. The complication profile included pericardial effusion, cardiac tamponade, suspected perforation, hemorrhage, hemodynamic collapse, cardiac arrest, and death. The patient did not recover following surgery and died the following day. No device malfunction was identified with the trusteer access system or versacross connect devices. An autopsy is pending; however, the implanting physician indicated that a perforation occurred through the posterior wall of the left atrium. Procedural factors may have contributed, including not leading with the versacross wire when re-engaging the svc, removing the versacross wire against recommendations, and substituting a standard j-tip wire while positioned near the left atrial back wall. It is suspected that removal of the versacross wire may have allowed the trusteer sheath to advance forward, potentially causing the perforation. The patient's death occurred within 24 hours of the procedure and was reported the following morning.

Manufacturer narrative:
H6: impact codes - updated.